Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed. A root cause could not be identified. Based on the investigation results, the most likely cause of the low light was the light guide bundle slipping out of position. The most likely cause of the no image was a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced that the light disappeared during inspection for use. There were no reports of patient harm.